Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The pt had a precise 8 x 30 mm carotid stent implanted successfully in the right internal carotid artery. The procedure was elective. The indication for the procedure was a symptomatic stroke with carotid stenosis. There were no reported adverse events or product malfunctions during the procedure. The pt left the angiography suite neurologically intact. The day after the procedure, the pt developed an ischemic stroke with symptoms of left-sided paralysis. The pt was treated by administration of an intravenous drip/unk medication. A CT scan and MRI confirmed a cerebral infarction on the ipsilateral side. The results of the CT and MRI also indicated that the stent did not cover the target lesion completely (too short) the stent edge was sticking into the plaque at the lesion. Two days after the index procedure, the pt had another precise 8 x 30 mm stent implanted to cover the target lesion completely. The pt was discharged approximately one month after the index procedure with residual symptoms of left-sided paralysis.

Manufacturer narrative:
The target lesion was the right internal carotid artery. The lesion was reported to be no calcified or tortuous, and a 50% stenosis. The lesion was pre-dilated with a 3.5 mm balloon at 6 atm. A precise 8 x 30 mm stent was implanted. The stent was post-dilated with a 4 mm balloon catheter. The device remains implanted in the pt and is not available for inspection. This pms study pt underwent carotid artery stent implantation and the precise did not completely cover the target lesion, and the day afer the procedure, the pt suffered an ischemic stroke on the ipsilateral side. This is a female with unk medical history. The pt was symptomatic at the time of the index procedure. The target lesion was right internal carotid artery described as non-calcified, non-tortuous and 50% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unk balloon. The pt left the angio suite neurologically intact. The day after the index procedure, the pt developed paralysis of the left side. Cerebral infarction on the ipsilateral side was confirmed by CT and MRI. It was also observed that the stent edge was sticking into the plaque of the lesion and the stent did not completely cover the target lesion. The stroke was treated with an unspecified IV medication. Two days after the stroke, a second precise stent was implanted to completely cover the target lesion. The pt has residual paralysis. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13391181 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No nonconformance records were issued for this lot. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the info suggests that vessel, lesion and procedural factors may have contributed to the reported event. The complaint of stent too short could not be confirmed as the device remains implanted and procedural films are unavailable. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the info suggests that lesion and procedural issues may have contributed to the reported event. Please note that this is the initial/final report for this product.